Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the implant disassembled while halfway in the disc space when the surgeon went to adjust the position. Another implant was used to complete the procedure. There were no patient impacts reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of tracebaility and devices history records is ongoing. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : disassembled during repositioning. As reported, the surgeon was implanting the implant (with distraction) and decided he needed to reposition the implant after it was only implanted 50% of the way. He opened the caspar retractor to the maximum. When the surgeon pulled his hand back to pull the implant out, and just like the other case the lower plate came loose from the peek cartridge. A new implant of the same size was opened and used to continue the surgery . No patient impact nor surgery delay were reported. Additional information was requested, investigation is ongoing.